Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications.

Event description:
On (B)(6) 2023, a patient underwent an endovascular treatment for a right common iliac artery aneurysm and a right internal iliac artery aneurysm. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft) were used for the procedure. After deploying the proximal trunk of an iliac branch component device to the right common iliac artery, the right internal iliac artery was cannulated. The collateral branch of the right internal iliac artery and the right inferior gluteal artery were coil embolized. An internal iliac component device was then deployed at the right internal iliac artery and was extended with a vbx stent graft. The distal end of the vbx stent graft landed in the right superior gluteal artery. Reportedly, the physician confirmed that the blood flow of the right superior gluteal artery had been delayed right after the procedure. On (B)(6) 2023, a contrast-enhanced computed tomography was performed. The vbx stent graft implanted in the right superior gluteal artery was found to be occluded. The patient was experiencing buttock claudication. Ergotherapy is being planned.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. The gore® viabahn® vbx balloon expandable endoprosthesis instruction for use (IFU), section hazards and adverse events states, complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.